Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve; a type b descending aortic dissection was noted. Thoracic endovascular aortic repair (tevar) was performed to repair the dissection. Additional information was received that 1 day post-implant, bilateral pleural effusions were noted. The effusions were drained (almost 2 liters from the right, and over 1000cc from the left). Two days following implant the patient died. The cause of death was cardiogenic shock due to the type b dissection. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
Conclusion: based on the information provided, the cause of the dissection could not be determined. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported event. (B)(6). (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.